Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported contracture and rupture. The device status is unknown. This record relates to the right side.

Event description:
The device has been explanted.

Manufacturer narrative:
E1. Email continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. The device has been explanted and replaced with a non-allergan device.